Event description:
Note: this report pertains to the second of three devices used during the same procedure. It was reported to boston scientific corporation on november 15, 2018 that a flexiva ID 200 laser fiber and two flexiva ID 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the flexiva ID 200 laser fiber broke while they were handling to use it. Two flexiva ID 200 tractip laser fibers were opened and the same issue occurred. The procedure was completed with another flexiva ID 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 1069 captures reportable event of fiber broke. Investigation results the fiber was returned broken in twelve pieces. The first piece measured approximately 29.2 cm from the top of the connector to the break. The second piece measured approximately 50.2 cm from break to break. The third piece measured approximately 41.9 cm from break to break. The fourth piece measured approximately 34.3 cm from break to break. The fifth piece measured approximately 28.3 cm from break to break. The sixth piece measured approximately 22.8 cm from break to break. The seventh piece measured approximately 8.2 cm from break to break. The eighth piece measured approximately 8 cm from break to break. The ninth piece measured approximately 12.4 cm from break to break. The tenth piece measured approximately 13.6 cm from break to break. The eleventh piece measured approximately 7.1 cm from break to break. The twelfth piece measured approximately 3.3 cm from the break and included the entire distal tip. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification reveals that the fiber tip is cracked but fully intact. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the second of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber and two flexiva ID 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the flexiva ID 200 laser fiber broke while they were handling to use it. Two flexiva ID 200 tractip laser fibers were opened and the same issue occurred. The procedure was completed with another flexiva ID 200 tractip laser fiber. There were no patient complications reported as a result of this event.